Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that during a lead revision procedure there was difficulty re-engaging the setscrew in the device header. The device was extracted and replaced. No patient complications were reported as a result of this event.